Event description:
The lead was returned to the manufacturer after being explanted for an unknown reason. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that visual analysis found both conductors fractured in-vivo/ flexed. Model unknown lead implanted: 2012-(B)(6). (B)(4).